Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The 90% stenosed lesion being treated was located in the non-calcified, mildly tortuous mid right coronary artery (rca). The lesion was predilated with a 3.0x20mm maverick balloon. While delivering the 3.00x32 mm taxus liberte drug eluting stent, the physician noticed the stent had dislodged from the delivery balloon. The stent was found in a lower limb. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good/stable".

Manufacturer narrative:
A unit was not returned for analysis. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause is unknown. Product unavailable for analysis